Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked while worn in a waistband, after which the device was not functional and was shut down; the user transitioned to backup therapy and continued cgm use via the dexcom app or receiver. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included customer interview and logistical review of replacement and return. Investigation of this device revealed physical damage to the device display consistent with user handling, with no indication of a device manufacturing or design malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.